Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the complaint of the knurled knob not securing could not be confirmed. However, it was determined that the device was power broken, had a damaged lock cylinder, pawl release and pawls. The assignable root cause was determined to be due to excessive force pushing down on the disconnect while the device was running which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and repair pre-testing that the knurled knob would not secure. During an in-house engineering evaluation, it was observed that the device was power-broken due to a damaged lock cylinder, pawl release and pawls. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.